Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump alarmed bad sensor with two separate sensors. Customer's blood glucose level was 400 mg/dl. Troubleshooting was performed for bad sensor alarms. Verified history, time and date of insertion. Customer was sleeping during time of alarm and sensor was removed. No issues with insertion. Alert occurred after second consecutive calibration error. Customer was advised of calibration protocol. Troubleshooting for calibration error was performed. No delay entry or incorrect blood glucose inputted. Customer is adhering to calibration recommendations. Customer stated that she had gone low so she turned off the sensor feature. She had over treated and declined to troubleshoot for high and low blood glucose levels. No further information reported.